Event description:
A report was received that the patient underwent a pocket revision due to pocket discomfort. The ipg was replaced due to physician's preference. The patient is reportedly doing well following the procedure.